Event description:
The patient reported that she "was told the lead broke and there was tissue around it that they had to remove." The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.